Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. The device was attached to an encore inflation unit, subjected to positive pressure and two balloon pinholes were identified. The two pinhole leaks located over each side of the distal markerband. A visual and microscopic examination found no issue with the profile of the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the iliac artery. A 7.0x30x135cm express® ld iliac / biliary stent was advanced to treat the lesion. However, during the procedure, the balloon within the stent had two punctures which made it difficult to inflate and deliver the stent. The physicians were able to get the stent off but another balloon was used to post dilate the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.